Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the metal electrode of the "supermultivac 50° ic wand" has fall off. The procedure was successfully completed with a delay greater than 30min using a blade. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that excessive use can result in electrode failure. A review of the customer provided image shows broken piece off electrode. A visual inspection of the returned instrument shows the electrode piece is broken off. A functional evaluation revealed the wand was able to generate plasma as intended. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) mechanical displacement of tissue through applied force (2) enlarge a surgical site or (3) gain access to tissue as this may result in a damage to the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Internal complaint reference: (B)(4).